Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils did not grossly appear to be in left tube') and genital haemorrhage ('bleeding') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included menometrorrhagia, anemia, depression, bipolar I disorder, unilateral leg swelling and umbilical hernia repair. Previously administered products included for an unreported indication: strawberry and penicillin. Concurrent conditions included uterine bleeding, excessive menstruation, polymenorrhoea, abdominal hernia and gangrene. Concomitant products included amoxicillin, beta-lactamase sensitive penicillins, dexamethasone, docusate sodium, ferrous sulfate, ketorolac, ondansetron, oxycodone and topiramate since 2017. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced nausea ("nausea"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial infection ("infection (other) describe: bacterial"), vulvovaginal mycotic infection ("infection (other) describe:yeast infection"), rash papular ("rashes or skin conditions type: I used to have a rash on the top of my back"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("other injury(ies) or complication (s) please describe: abdominal bloating/bloating of the stomach"), oedema peripheral ("leg edema"), abdominal pain ("abdominal pain"), back pain ("back pain") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). In (B)(6) 2008, the patient experienced tooth fracture ("dental problems: teeth breaking and chipping"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), alopecia ("hair loss"), headache ("headache"), pelvic pain ("pelvic pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy, on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, bacterial infection, vulvovaginal mycotic infection, rash papular, vaginal discharge and genital haemorrhage outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine, nausea, tooth fracture, dysmenorrhoea, weight increased, abdominal distension, oedema peripheral, abdominal pain, back pain, abdominal pain upper, alopecia, headache and pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, back pain, bacterial infection, device dislocation, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, nausea, oedema peripheral, pelvic pain, rash papular, tooth fracture, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records:dysmenorrhea, abdominal bloating, headaches, leg edema, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events: pelvic pain and bleeding were added. Event outcome were updated to recovered: abdominal pain , dysmenorrhea , bleeding, dental problem , migraine , nausea, headache, weight gain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils did not grossly appear to be in left tube') in a (B)(6) old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included menometrorrhagia, anemia, depression, bipolar I disorder, unilateral leg swelling and umbilical hernia repair. Previously administered products included for an unreported indication: strawberry and penicillin. Concurrent conditions included uterine bleeding, excessive menstruation, polymenorrhoea, abdominal hernia and gangrene. Concomitant products included amoxicillin, beta-lactamase sensitive penicillins, dexamethasone, docusate sodium, ferrous sulfate, ketorolac, ondansetron, oxycodone and topiramate since 2017. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced nausea ("nausea"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial infection ("infection (other) describe: bacterial"), vulvovaginal mycotic infection ("infection (other) describe:yeast infection"), rash papular ("rashes or skin conditions type: I used to have a rash on the top of my back"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("other injury(ies) or complication (s) please describe: abdominal bloating/bloating of the stomach"), oedema peripheral ("leg edema"), abdominal pain ("abdominal pain"), back pain ("back pain") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). In (B)(6) 2008, the patient experienced tooth fracture ("dental problems: teeth breaking and chipping"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), alopecia ("hair loss") and headache ("headache"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy, on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, bacterial infection, vulvovaginal mycotic infection, rash papular, nausea, dysmenorrhoea, weight increased, oedema peripheral, abdominal pain, back pain and vaginal discharge outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine, tooth fracture, abdominal distension, abdominal pain upper, alopecia and headache had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, back pain, bacterial infection, device dislocation, dysmenorrhoea, headache, menorrhagia, migraine, nausea, oedema peripheral, rash papular, tooth fracture, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records:dysmenorrhea, abdominal bloating, headaches, leg edema, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received. Previously reported event "injury nos" replaced with "bacterial infection",events - "abnormal bleeding (vaginal, menorrhagia), yeast infection, I used to have a rash on the top of my back, migraines / headaches, nausea, dental problems, dysmenorrhea, vaginal discharge, weight gain, abdominal bloating, leg edema, abdominal pain, back pain, vaginal discharge, stomach pain, hair loss, essure coils did not grossly appear to be in left tube", lab data, concomitant condition, concomitant drugs, treatment drugs,reporter¿s information, patient¿s demographics were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.